Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was oversensing of the minute ventilation (mv) signal on the right atrial (ra) channel causing inappropriately stored atrial tachy response (atr) episodes. An abrupt increase in the ra lead impedance measurement from 400 ohm range to 700 ohm range was also observed. Boston scientific technical services (ts) discussed programming options. The pacemaker and another manufacture's ra lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
Boston scientific received information that there was oversensing of the minute ventilation (mv) signal on the right atrial (ra) channel causing inappropriately stored atrial tachy response (atr) episodes. An abrupt increase in the ra lead impedance measurement from 400 ohm range to 700 ohm range was also observed. Boston scientific technical services (ts) discussed programming options. The pacemaker and another manufacture's ra lead remain in service and no adverse patient effects were reported. Additional information was received that a lead safety switch (lss) was triggered due to high out of range pacing impedance measurement for the pacemaker and another manufacturer's right atrial (ra) lead. The suspected cause was a slight variation of movement of the lead in the header of the pacemaker. At this time the pacemaker and ra lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Additional information was received that a lead safety switch (lss) was triggered due to high out of range pacing impedance measurement for the pacemaker and another manufacturer's right atrial (ra) lead. The suspected cause was a slight variation of movement of the lead in the header of the pacemaker. At this time the pacemaker and ra lead remain in service and no adverse patient effects were reported.